Event description:
It was reported that the customer had high blood glucose levels of 425 mg/dl. The customer reported that the screen of the insulin pump would fade out after pressing one of the buttons of the insulin pump. The customer was unable to read the screen of the insulin pump once the screen fades out. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. No display anomaly was noted. The insulin pump had a cracked case at a display window corner, cracked belt clip slot, cracked reservoir tube lip and a shifted end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.